Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had new pain on the right side of back in the rib area and that it started a couple days after the trial implant procedure, the pt did go to the ER and was treated and released and prescribed muscle anti spasm medication. Appt was made to be seen in the clinic on (B)(6) 2022. At this time the doctor would further evaluate pt and medtronic would also be at this appt. Patient services (pss) met with the pt. Patient reported that she had been pretty active and also caring for a sick grandchild, and was doing a lot of running around with her grandchild to the pediatrician etc. X-rays were taken and determined that the trial leads had moved, programming attempted but leads were not in optimal area to provide coverage of pain area. The doctor made the decision to explant the trial leads and consider retrialing the patient in a few weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260; serial#: (B)(4); implanted: (B)(6) 2022; explanted: (B)(6) 2022; product type: screening device. Product ID: 977d260; serial#: (B)(4); implanted: (B)(6) 2022; explanted: (B)(6) 2022; product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 05-nov-2025, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 05-nov-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.